Event description:
A 3.50mm x 30mm gfs bare metal stent was inserted into a pt for treatment of a lesion located in the proximal lad, in 1999. The stent was successfully deployed at 9 and 12 atm. It is reported that pt presented in hospital emergently, due to chest pain. The physician informed the pt that the previously implanted stent had fractured. A re-intervention was performed and two additional stents were implanted in the lad.

Manufacturer narrative:
(Secondary intervention, 2 additional stents implanted) (B) (4) - (stent damaged post procedure). Evaluation results: (stent successfully deployed during post procedure).